Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day of peritonitis diagnosis, the patient was treated with ceftazidime injection (1g, once daily, intraperitoneal, ongoing), ceftriaxone injection (1g, once daily, intraperitoneal, ongoing), vancomycin injection (1g, every 5th day, ongoing) and meropenem (1g, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient recovered from the peritonitis. Pd therapy is ongoing. No additional information is available.